Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's right shoulder was revised due to a loose glenoid baseplate. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. For further details refer to the main investigation that will be documented within the complaint # (B)(4). If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that patient's right shoulder was revised due to a loose glenoid baseplate. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.